Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock impedance out of range during testing and the implant procedure of the new implantable cardioverter defibrillator (ICD). It was suspected that it was due to calcification. The rv lead was reprogrammed and remains implanted. No adverse patient effects were reported.